Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check one day postoperative. The right ventricular lead exhibited r wave amplitude variation. It was discovered that the pulse generator had migrated and the lead had became dislodged. The device pocket was redone, the device was secured again and the lead was repositioned. The procedure completed successfully without adverse consequence to the patient. The patient was checked again the next day and discharged with no other adverse consequences.